Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia on (B)(6) 2021 and unknown time. The customer¿s blood glucose level was over 600 mg/dl at time of incident. Customer experiencing unspecified high blood glucose for several weeks. The customer was treated with insulin drip. Customer was in emergency room. The device will not be returned for analysis.